Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited noise. The device and lead were explanted and replaced. The patient condition was unknown.